Event description:
Device issue: none. Adverse event: subacute thrombosis. Onset of adverse event: 16 days post-procedure. It was reported that the 2.5 x 18 xience v stent was implanted on (B)(6)2010. The patient returned on (B)(6)2010, with subacute thrombosis (sat). Another 2.5 x 18 xience v stent was implanted. There were no reported patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information.